Manufacturer narrative:
The vyaire the field service representative (fsr) repaired the device onsite and returned it working to service specifications. Failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to reported problem was able to be confirmed. Plunger p/n: 20759 to be damaged and missing receptacle, exh valve, tbird, smrt sen p/n: 21345. The failure is an isolated issue therefore, there will be no internal investigated within vyaire.

Manufacturer narrative:
Provided the date the device was returned for evaluation. Type of reportable event was inadvertently changed and submitted in the follow-up report (1). The type of reportable event is considered to be a serious injury.

Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and or the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported a gross audible leak, while in patient use on this ventilator device. The customer reported a component of the exhalation valve was missing, which was the likely issue of this leak. The customer stated that the patient was placed on an alternate device and no patient harm or injury was associated with this event.